Event description:
It was reported that a patient experienced heart block rhythm during a right heart catheterization with a swan ganz catheter. An abbott steelcore 0.018 guidewire was used with the swan ganz. Patient was undergoing a cardiomems implant, but the procedure was aborted due to the heart block rhythm. Patient was externally paced and subsequently went into cardiac arrest. CPR was initiated. Patient was then intubated and transferred to the ICU. The cardiomems sensor was successfully implanted on (B)(6) 2024 and patient was discharged with no injuries. Model and lot number are unknown. Multiple attempts were made for more information and to secure return of the device however additional information was not obtained nor was the device sent back for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. It is not known if some procedural factors may have contributed to the event. However, a supplemental report will be submitted if the device is returned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Per follow up with customer, they are unsure if there was any device malfunction. The patient went into heart block while the swan ganz was being advanced. The swan was being free floated and was not over a guidewire at the time the patient went into heart block. The catheter is not available for return. Medwatch mw5155719 was delivered to edwards lifesciences. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate root cause is not likely to be related to the swan-ganz device. The IFU states cardiac arrhythmias may occur during insertion, withdrawal, and repositioning, but are usually transient and self-limited. ECG monitoring and immediate availability of antiarrhythmic drugs and defibrillator equipment is recommended. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required at this time.